Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the down arrow button was not responding. Customer's blood glucose was unknown. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage or moisture damage was found on the keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. The insulin pump passed the leak test. The insulin pump had minor scratched lcd window, case and keypad overlay.